Manufacturer narrative:
Updating device problem code grid. Complaint evaluation: the field service engineer (fse) evaluated the device. The device will not recognized therapy cable or load. The device needs a processor pca. Customer resolution and conclusion: upon conclusion of the evaluation. It was determined, that the processor pca requires replacement. It was replaced. The device passed testing. And was put back into service.

Event description:
It was reported to philips that the device will not recognized therapy cable or load. There was no patient involvement.